Manufacturer narrative:
Continuation of d10: product ID 977a260 lot # serial# (B)(6); implanted: (B)(6) 2026; explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2026; explanted: product type lead product ID 97725 lot# serial # (B)(6); implanted: explanted: product type external neurostimulator section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 04-feb-2030, ud I#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 06-apr-2030, UDI#: (B)(4)related reg report: 2182207-2026-01272. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a trial implant high impedances were measured and the patient (pt) was not getting any therapeutic stimulation despite multiple troubleshooting steps. It was also noted the pt experienced stress and fatigue due to the long surgery. It was explained that after advancing the lead an impedance test was performed and several contacts had high impedances (40,000 ohms). The lead was repositioned, checked and corrected and an intraoperative test stimulation was performed at which time the pt was perceiving unpleasant stimulation in their abdominal / rib area, even at low amplitudes. The lead was inserted again after correction of the touhy needle and lead position with attention paid to an epidural and dorsal positioning. However, the high impedances on multiple contacts continued and no stimulation was possible. A second lead was tried with the same wireless external neurostimulator (wens) without resolve. They tried a second wens with no resolve. Fluoroscopy was used to confirm lead placement. The rep also noted the implanting physician is experienced with spinal cord stimulator (scs) implants, so misplacement of the lead or mishandling of the lead is highly unlikely. Since none of the products could produce successful and pleasant stimulation, the surgery was aborted and no products were implanted. The rep confirmed they would be returning all four devices (2wens and 2 leads) for analysis. No further actions were taken. Eventually, a new surgery will be planned to try again.